Event description:
Customer reported via phone, he has been experiencing high blood glucose of 247 mg/dl and current was 291 mg/dl. Troubleshooting was performed on the insulin pump and air bubbles were noted in the middle of the tubing. Customer was to disconnect from the device and perform fixed prime until all of the air bubbles were purged. Customer stated he will call back when he had more insulin so he can be educated in how to set up the reservoir and infusion set properly to avoid air bubbles. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.